Event description:
The customer requested the run data file be investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. The wbc count for this collection is unavailable. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to an alleged device malfunction.

Manufacturer narrative:
(B)(4). Investigation: upon follow-up with the customer, it was determined that the collected product did not require investigation regarding elevated wbc count. The original request was a "false alarm." Conclusion: no failure occurred.